Manufacturer narrative:
Investigation summary: the customer reported the manifold and plastic part completely broke off during use, and returned one representative sample of material#: 42500e-07. The sample was tested with blue dye water, and no leak was observed. The manifold caps held tight both when primed and pressurized with a capped end. The physical testing could not replicate the failure, but the photo of the malfunctioned cap does verify. The plastic part that broke off could be the missing cap from the picture. The root cause is not known without a failure observed in the lab. The official lot number is unknown. However, the customer provided a representative sample for investigation and this lot number was ran. A device history record review for model: 42500e-07, lot number: 21055712 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The reported material#: cm42500e-07 is manufactured in a different facility than material #: 42500e-07. #: 42500e-07 has no issues and thus no changes to the assembly process were made. Under a previous complaint#: (B)(4) had a quality alert created to update the operator assembly and verification for the manifold male luer. This complaint was used to refresh and add onto the quality alert.

Event description:
It was reported bd¿ gravity IV set with 3-port closed manifold had 3 reported issues of component separation, 1 report of blockage with flow issues, and 1 report of loose component. The following information was provided by the initial reporter: "over the past month and a half he has seen about 3 issues of tubing coming apart. He said at both distal and proximal end of the manifold. Said one instance the blood went back into the tubing. Another incident was on a saturday and he turned around to get medication and when he turned back the distal end of the tubing was on the ground. He had to finish the case but replacing with new tubing as this is an infection risk."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: the customer reported the manifold and plastic part completely broke off during use, and returned one representative sample. The sample was tested with blue dye water, and no leak was observed. The manifold caps held tight both when primed and pressurized with a capped end. The physical testing could not replicate the failure, but the photo of the malfunctioned cap does verify. The plastic part that broke off could be the missing cap from the picture. The root cause is not known without a failure observed in the lab. The official lot number is unknown. However, the customer provided a representative sample for investigation and this lot number was ran. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Under a previous complaint, the material had a quality alert created to update the operator assembly and verification for the manifold male luer. This complaint was used to refresh and add onto the quality alert. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd¿ gravity IV set with 3-port closed manifold had 3 reported issues of component separation, 1 report of blockage with flow issues, and 1 report of loose component. The following information was provided by the initial reporter: "...over the past month and a half he has seen about 3 issues of tubing coming apart. He said at both distal and proximal end of the manifold. Said one instance the blood went back into the tubing. Another incident was on a saturday and he turned around to get medication and when he turned back the distal end of the tubing was on the ground. He had to finish the case but replacing with new tubing as this is an infection risk."